Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the tension indicator of a 5f mynx control vascular closure device (vcd) passed the black line and then felt locked, and the tension indicator no longer moved. The device was removed, and hemostasis was achieved with manual compression. There was no reported patient injury. After removal, the device was tested outside the body and the sealant was confirmed to be deployed. The device was stored, prepared, and used per instructions for use (IFU). The physician was certified in the use of the device and had prior experience. The device was used during coronary angiography (cag). There were no visible signs of device or package damage prior to use. A retrograde approach was used. The femoral artery suitability was verified by angiography, including insertion angle of the vascular sheath introducer. The vessel diameter was greater than 5 mm. There was no stent near the puncture site and no stenosis greater than 50% at the puncture site. The site had not been previously closed within 30 days. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site. A non-cordis introducer sheath was used. The device will be returned for evaluation.